Event description:
During the surgery, they found foreign material within the package. It looked like a small piece of cardboard box (approx 2mm). A backup device from the different lot code was used and there was no adverse outcome to the pt or the user.

Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report.